Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the initial report was coil would not detach. After further verification the coil would not advance through the catheter therefore was not detached. A continuous catheter flush was administered during the procedure. This information was confirmed by the ir scrub that was in procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was not resistance in the catheter. The coil came out of the introducer sheath smoothly. There was no kink/damage observed to the catheter.

Event description:
Additional information received reported that the instant detacher lot number was d034284. Prior to coil non-detachment, no issues were encountered, it just wouldn't advance. No¿push wire damage was observed after removal from the patient. They were unsure of why the coil did not detach as a new coil was opened and deployed with no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil would not deploy or detach. The patient was undergoing surgery for treatment of an embolization edg . It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the microcatheter was flushed. Coil advanced but would not deploy. Coil removed. New coil advanced with no issues during deployment. The coil would not detach even after the physician's 3 attempts to detach the coil with the instant detacher. There was not a manual attempt made via hypo tube, and the physician did not try to detach with another instant detacher. No patient complications were associated with this event. Ancillary devices include a 2.4f terumo progreat microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.